Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause is determined to be sensor failure due to counts aberration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient trend graph disappeared and restarted during a session. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.